Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and confirmed a balloon burst. A 3mensio revealed calcification in the thv landing zone. A lot number was not provided and a device history record review was unable to be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed through review of the returned imagery. However, the complaints for difficulty or inability to withdraw system through sheath and components separate during use were unable to be confirmed due to no applicable imagery or device returned. No manufacturing non-conformance was identified during the evaluation. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3mensio report, calcification was present in the thv landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported balloon separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing. This report is two of two being submitted for this complaint. Reference mfg. Report no. 2015691-2023-13412. Device is not available to be returned.

Event description:
As reported by the edwards field clinical specialist, during implant of a sapien 3 ultra valve in a magna surgical aortic valve via transfemoral on the left side, an esheath + and 26mm commander delivery system with a sapien 3 ultra valve were inserted, resistance was encountered (push force) advancing the delivery system/valve through the esheath. Upon review of imaging, the loader cap was not all the way loaded onto the esheath, it appeared shallow. The valve was pushed out of the loader and continued to advance the valve. The valve exited the esheath and deployment of the valve was resumed and at the end of deployment the commander delivery system balloon ruptured. During retrieval of the delivery system into the esheath there was some difficulty to recapture the ruptured balloon into the esheath. The system was able to be removed as a unit. The patient became hemodynamically unstable. A vascular injury was seen in the left iliac and in the distal abdominal aorta was noted. Intervention was performed to repair the iliac and the abdominal aorta. The system was examined on the back table as the physician wanted to ensure there were no fragments left in the patient. A piece of fragment was found in the esheath. There were no pieces of the balloon left in the patient. The devices will not be returned. The patient is stable.